Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent implanted in unintended site. Device issue: stent dislodgement. It was reported that the pt underwent ptca and stenting of the circumflex artery. Difficulty was noted advancing the balloon down the calcified and tortuous artery. After placing two stents and unable to deploy a third, the vessel was ballooned distally where there was some haziness. A mini vision 2.0 x 8 stent was attempted, but not possible. While pulling back the stent into the guide, the stent came off, enlarging the circumflex. It was not possible to snare the stent. A second attempt was successful in getting the guide wire down the artery; however, it was not possible to get another stent down the vessel; therefore, ballooning was performed and the stent was implanted in an unintended site. Haziness was noticed, but there was timi 3 flow. The pt remained hemodynamically stable and had occasional pvcs. No additional event or pt info is available.